Event description:
Pt received duragen implant for surgical procedure in 2005. Pt received ancef for one day post-op. Approx two weeks post-op, pt developed severe hives, which persisted for nine days. Pt was treated with steroids with no result. No other unusual reaction noted post operatively.